Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the pump battery had to be charged every 2 days. There was no reported impact to the customer¿s blood glucose. The contact declined to perform troubleshooting for the reported issue.